Manufacturer narrative:
Correction information: g6: follow up #1, h2:if follow-up, what type? H3:device evaluated by manufacture, h6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: as a result of gfe(good faith effort), we have confirmed that we were able to perform endoscopy and colonoscopy. However, as result of the investigation, there was no repair data that could determine the cause. Therefore, the cause could not be determined.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model eg29-i10c-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the pai region stating "no video image" involving pentaxmedical video gastroscope model eg29-i10c, serial number (B)(4). The user responded to a pentax customer service request for additional infrmation on 10-aug-2021 and reported the equipments is hermetic according to airtightness tests carried out in the laboratory. The failure was found at the beginning of the procedure initially the console was restarted which temporarily resolved the image failure, but it did not permanently solve the failure. No accessories were used during the procedure. There was no report of death, serious injury or other significant/important medical event. A return authorization number was provided for the return of the endoscope, but has not been received as of 31-aug-2021. The investigation remains in-process.